Manufacturer narrative:
The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a navigator hd ureteral access sheath was used in the ureter during an ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during the procedure, a perforation occurred while the physician was advancing the access sheath over the sensor wire. A percutaneous tube was placed to drain the kidney. The procedure was not completed due to this event. In the physicians assessment, the physician felt that the navigator was too stiff. The patient's condition at the conclusion of the procedure was reported to be doing well.